Manufacturer narrative:
As reported by the study, this pt presented to the cardiac catherization unit for elective treatment of a 50% restenotic lesion (after competitor's bare metal stent) in the distal left circumflex branch of 7.03 mm in length in a 3.0mm vessel diameter. The (b2) eccentric lesion was tubular and highly calcified. The lesion was pre-dilated with a 3.0x15mm balloon at 20 atmospheres (atm) before a 3.0x15mm cypher stent was deployed was deployed at 14 atm. Post-dilation was conducted with a 3.0x15mm balloon at 18atm for unspecified reasons. Intravascular ultrasound (ivus) was conducted. The residual diameter stenosis measured 6%. Timi iii flows were recorded pre and post-procedure. Intra-procedure medications included heparin 8000 units. Other medications taken by the pt with unk start date but which continued following this procedure were isosorbide dinitrate 400 milligrams/day (mg/day), aspirin 100 mg/day, ticlopidine hydrochloride 200mg/day and amlodipine besilate 10mg/day. 11 months later, follow-up coronary angiography was conducted and 66% in-segment restenosis was observed from the proximal end to inside of the implanted cypher stent. Plain old balloon angioplasty (poba) was conducted with a 3.0x15mm balloon at 18 atm to treat the restenosis then a 2.5x23mm cypher stent was deployed at 20atm. Post-dilation was not conducted. The residual diameter stenosis measured 2.8%. The pt was in stable condition following the procedure. The physician also commented that the lesion could easily obtain cardio stenosis. Medications remained unchanged. Seven moths after treatment for restenosis, the pt had a follow-up appt. And coronary angiography was completed which revealed 44.2% stenosis is the proximal left circumflex and 23.2% stenosis in the distal left circumflex, the target lesion. The pt was discharged to another hospital because he was not comfortable convalescing at home, so he was hospitalized at another hospital. Two months and two days later, the pt expired. There is a possibility of death due to thrombus but the details were all unk. An autopsy was not performed. The physician commented that because the pt was hospitalized at another hospital , the details are unk and no further info is available regarding this event. It was however confirmed that the pt was complying with anti-platelet therapy until discharged to the hospital to recover. Please note that this device (i0106078 or io106137) is distributed outside the united states; however, it is similar to the united states cypher stent. The product is not available for eval and testing. In 2005 the male, with a history of angina, pci, htn, dm, chronic renal failure, hemodialysis, smoking, had a 3.0 x 18mm cypher stent implanted in the distal cx. The target lesion was an instent restenosis of a non-cordis bms. The lesion was 3.0 x 7 mm and highly calcified . There was 6% residual stenosis post procedure. Eleven months later (2006), in-segment restenosis was observed. A second cypher stent ( 2.5 x 18) was implanted. Eight months later, the pt was noted to have two (less than 50%) lesions in the lad. In 2007, the pt was found dead. An autopsy was not performed and the details of the death are unk. It is unk if the event was related to the cypher stent. It was reported, however, that the pt was compliant with his prescribed antiplatelet therapy. While the limited info available makes it impossible to determine the cause of the pt's death with any certainty, the pt's complex medical history may have been a contributing factor. This is also one of two products associated with the events that were reported under the following mfg numbers 9616099-2007-01928 and 9616099-2006-00459.

Event description:
7 months after this stent was used to treat in-stent restenosis, the pt died while hospitalized for recovery of coronary angiography. It was believed that the death was due to thrombus.